Event description:
The reporter stated that the surgeon inserted a single pice silicone toric lens model aa4203tl into the patient's eye and the haptic tore. The surgeon removed the lens with no patient injury. This is the first of two incidents for this same patient. See manufacturer's report number 2023826-2006-01003 for the second incident. No patient injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows that half of lens optic & a plate haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions: based on the complaint history and the evaluation of the returned product a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.